Manufacturer narrative:
Testing and investigation found the device failed the touchscreen test. The device was intermittently responsive and the key alignment was off-ctr. Further testing found contamination on the edge at the bottom of the lcd touchscreen. The probable cause customer reported event was due to contamination from fluid ingress which altered the characteristics of the touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen was not functional and goes out of calibration. The device was returned to the biomedical dept for an unspecified reason. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. During testing at the user facility it was noted that the device touchscreen does not respond when pressed and goes out of calibration. No additional info was provided.